Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture is unknown. However, it is likely that severe calcification, and the patient¿s asymmetric annulus, might have contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliates, post deployment of a 26mm sapien xt valve through tf approach, an annular rupture was observed continuing down to the membranous septum. Nominal volume had been used and the annulus was asymmetrical. ¿conservative¿ treatment was used for the rupture. The patient was stable after the procedure. Severe calcification, and the patient¿s asymmetric annulus, per the doctor¿s opinion, might have contributed to the annular rupture. The patient¿s native annular measurement was provided as 4.8cm. The valve was 11% over sized. The native valve degree of calcification was moderate. Conservative actions were taken to fix the annular rupture. There was mild pvl.